Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer's blood glucose reading was 40 mg/dl. The customer stated that she had low blood glucose readings a couple of days ago and she treated with glucagon shot. The customer declined to troubleshoot for low blood glucose readings because she is brittle diabetic. The customer was advised to continue to monitor her blood glucose readings closely.